Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to no draw as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had underfill and stopper creep out. This was discovered during use. The following information was provided by the initial reporter: during use this batch, the customer found some tubes have no draw issue. In addition, they also found some tubes stopper creep out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had underfill and stopper creep out. This was discovered during use. The following information was provided by the initial reporter: during use this batch, the customer found some tubes have no draw issue. In addition, they also found some tubes stopper creep out.